Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing or the cartridge tubing during the fill tubing sequence. The customer attempted to fill the tubing once more and subsequently received a minimum fill notification. Reportedly, the cartridge was filled with approximately 150 units. The customer's blood glucose level was 90 mg/dl. A new cartridge was loaded successfully and insulin delivery was resumed.